Event description:
It was reported that the right atrial lead exhibited noise. The noise could not be reproduced in the clinic. The device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).